Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance and noise oversensing, which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.